Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular (rv) lead had low pacing impedance and no capture. The lead was capped and replaced on (B)(6) 2022. There was no patient consequence reported.